Manufacturer narrative:
Device evaluated by MFR. : a promus premier select ous mr 32 x 2.50mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks and a break 21cm distal to the distal end of strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11-mar-2021. It was reported that shaft break occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 30mm x 2.50mm, concentric, de novo target lesion with a significant bend of >=90 degrees was located in the severely tortuous and moderately calcified left circumflex artery. A 32 x 2.50mm promus premier select drug-eluting stent was advanced for treatment but the stent did not cross the lesion. However, the stent hypotube was broken so the physician removed the stent and completed the procedure with another of same device. There were no patient complications reported and the patient was stable.